Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for uric acid ver.2 (ua2) on a cobas 6000 c501 module. The initial result was 1.11 mg/dl. The repeat result was 4.5 mg/dl.

Manufacturer narrative:
The ua2 reagent lot number was 80972801 with an expiration date of 30-jun-2025. Several hardware indicator tests were outside of the specified limits. The field service engineer (fse) checked the rinse tubings, washing levels, and adjusted the gear pump pressure. The sample and reagent probes were replaced, and all associated adjustments were completed. Upon completion of a hardware check, all indicator tests were within specification. The service actions resolved the issue.